Event description:
The customer identified falsely elevated chloride results on a patient when processed on the alinity c processing module. The following data was provided: sid (B)(6): chloride: initial result 124.9 mmol/l, repeat on another analyzer and results were 106.0 mmol/l. The customer uses a reference range for chloride 98-107 mmol/l. The customer also observed message code: 1197 unable to calculate result. Ict reference solution voltage drift exceeds 3mv.no impact to patient management was reported.

Manufacturer narrative:
All available patient information were included, no additional patient information was available. This complaint is associated with discrepant results generated on the alinity c processing module, serial number (B)(6). The customer installed ict modle (09d28-04 lot # 230502002) and falsely elevated potassium results were observed. The customer determined the ict modle (09d28-04 lot # 230502002) the likely cause of the discrepant results and installed a new ict module resolving the issue. The instrument service history review revealed no additional tickets associated with discrepant/erratic potassium patient results for the alinity c processing module, serial number (B)(6). There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the alinity c processing module and the ict modle (09d28-04 lot # 230502002), did not identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity c processing module serial number (B)(6), was identified.

Event description:
The customer identified falsely elevated chloride results on a patient when processed on the alinity c processing module. The following data was provided: sid (B)(6): cl initial result 124.9 mmol/l, repeat on another analyzer and results were 106.0 mmol/l. The customer uses a reference range for chloride 98-107 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included, no additional patient information was available.